Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed that the device had no telemetry and no output. Further analysis revealed that during a charge time, a transistor developed a low impedance path from drain to source. This resulted in low impedance directly across the battery causing it to rapidly deplete. The end result was that the device lost telemetry and function.